Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) explanted a strata mr valve on (B)(6) 2018 due to the product not functioning properly. It was then stated that the patient had second valve (strata ii) that was explanted on an unknown date as the patient's ventricles were not draining. It is unknown if there were issues with both valves or if one was removed prophylactically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Please see report number 2021898-2018-00027. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the strata mr valve was implanted by an unknown different surgeon in (B)(6); the model number, lot number, and implant date were unknown. An MRI was previously performed when the patient had the stratamr valve/shunt. Enlarged ventricles were found. Due to the enlarged ventricles, the stratamr valve was explanted and replaced with the strata ii valve as it was suspected that it was not working; no dates were provided. The patient was kept under observation. After 2 days of observation, it was determined that the patient was not draining so the strata ii valve was explanted and replaced with a delta valve; again no dates were provided. The patient began draining appropriately. The cause and the specific failure mode of the stratamr and the strata ii valves was stated to be unknown by the rep and the health care provider (hcp). Please see report number 2021898-2018-00027.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.